Manufacturer narrative:
(B)(4) - initial report. The design history records of the ops acetabular guide have been retrieved and post operative imaging has been provided. These are currently under assessment by the manufacturer. The outcome of this assessment will be presented in the final report. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient experienced instability 12 months following primary surgery in (B)(6) 2017. Patient underwent revision surgery on the (B)(6) 2017.

Manufacturer narrative:
Cc-231 - final report. The design history records of the ops acetabular guide have been retrieved and post operative imaging has been provided. These have now been assessed by the manufacturer. The design history record showed no malfunction, deficiency, or issue with the processing and manufacture of the case. The products provided were manufactured according to specification, and no obvious reason could be identified for why this patient experienced instability. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Patient experienced instability 12 months following primary surgery in (B)(6) 2017. Patient underwent revision surgery on (B)(6) 2017.